Event description:
In 2002 hand innovations received a phone call from an orthopedic surgeon who wanted to remove hand innovation's distal radius plate from one of his patients. According to the surgeon, the company's plate was placed inside his patient's distal radius in 2001. The patient had at the time a highly comminuted fracture. The initial reduction was quite good and he stopped immobilizing the patient 2 weeks post op. Sometimes between 6 and 12 week post op the screws started breaking and the fracture slipped. When the doctor called the company's office he was planning to explant the plate from the patient.